Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up for a cryo ablation procedure, a system notice was received indicating that the system did not recognize the catheter. The electrical umbilical cable was reconnected without resolution. Then the electrical umbilical cable was replaced which resolved the issue. It was further reported that phrenic nerve response was reduced 60 seconds of the initial ablation of the right inferior pulmonary vein (ripv). The catheter position was changed which did not resolve the phrenic nerve response. The procedure was changed to radiofrequency (rf). The phrenic nerve was not resolved at the end of the procedure. The case was completed with rf. No further patient complications have been reported as a result of this event.